Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site , including an electrical inspection, and found a blown power line fuse. This directly caused the reported malfunction. A replacement fuse was installed. A full imaging system check-out was completed after part replacement and full system functionality was confirmed. The blown fuse was discarded on-site, so it is not expected to be returned.

Event description:
A medtronic representative reported that while attempting to move the imaging system out of storage, it would not power on. The power line fuses on the system had blown, not allowing it to receive power. This was discovered outside of any patient involvement. No further details were provided.